Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that her son's blood glucose level rose to 700 mg/dl while wearing the pod between 4 and 24 hours. Also, the patient had large ketones and vomited. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Had a 90-degree bend or kink, and the adhesive on the top part of the device was coming off, despite the pod being placed only the previous night at 8 pm. Symptoms reported included vomiting. As treatment and following their doctor's action plan for high ketones, the mother removed the pod and switched to manual insulin injections 3 hourly to bring down the glucose levels and ketones before activating a new pod. At the time of report the blood glucose levels were 389 mg/dl.